Event description:
It was reported that an intraoperative measurement showed on short-circuit between electrode channels 2 and 4. Due to problems while inserting the active electrode, an intraoperative x-ray was carried out, which showed that the electrode was not fully inserted and that the area from electrode 9 to 12 was a loop. It was not possible to use the back-up device at that time, due to the age of the patient.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.